Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd intima-ii¿ catheter, foreign matter was found in tubing. There was no report of injury or further medical intervention.

Event description:
It was reported that during the use of the bd intima-ii catheter, foreign matter was found in tubing. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. The batch record for lot# 7356391 was reviewed, no related abnormalities were found during the manufacturing process. The actual sample was provided by the customer for this complaint. The actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. The returned device has a black line inside of the tubing of the device. As per request, ftir analysis was completed on the dark material observed on the outer surface of the tubing. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely acrylic based material. The tubing is provided to bd completely fabricated and ready for installation from a supplier. Bd has notified the supplier of this event and will work with the supplier to mitigate the recurrence of this event in the future. Bd will continue to track and trend for this issue.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. The batch record for lot # 7356391 was reviewed, no related abnormalities were found during the manufacturing process. The actual sample was provided by the customer for this complaint. The actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. The returned device has a black line inside of the tubing of the device. As per request, ftir analysis was completed on the dark material observed on the outer surface of the tubing. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely acrylic based material. The tubing is provided to bd completely fabricated and ready for installation from a supplier. Bd has notified the supplier of this event and will work with the supplier to mitigate the recurrence of this event in the future. Bd will continue to track and trend for this issue.

Event description:
It was reported that during the use of the bd intima-ii catheter, foreign matter was found in tubing. There was no report of injury or further medical intervention.